Manufacturer narrative:
Event occurred on an unspecified date in (B)(6) 2018. (B)(6). The lot was manufactured november 13, 2017 - november 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse at all. This was noted during patient infusion. The device was filled with 4025mg fluorouracil in 5% glucose. The fill volume was 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.